Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device was shorting out and it never did work right. The patient said they planned to take it out as soon as the insurance company approves it. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s stimulator stopped working, and it¿s shorting out. It works for about a couple of weeks and then it stops. She tries to start it and it is not giving her enough power. The patient noted that she really doesn't know what is going on. The patient wasn't feeling any stimulation, she said that it just stops. This started occurring about 1.5 weeks prior to the report, confirmed as 2018. The patient requested to meet with a manufacturer representative at her next appointment with her health care provider on (B)(6) 2018 to help the patient figure it out and get the thing started for her. There were no further complications reported.